Event description:
The event occurred while in use with patient. There was no patient harm/adverse event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and error code 41622 was confirmed. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. The probable cause of the reported issue was due to the cam sensor. As a result, the cam sensor was replaced as preventive. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.